Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the comb was damaged, the ratchet was missing a screw, and the ratchet gear was worn. The comb, ratchet gear, and missing screw were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device will not roll smoothly on the carrier. No harm, delay or patient information provided. No further information provided. Investigation found a ratchet screw missing, damaged comb, and the ratchet gear was worn. There was no adverse event reported as a result of this malfunction.